Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring at the reservoir connection is cracked and the reservoir cannot stay locked in place. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and broken reservoir tube lip. The device was received with broken reservoir tube lip. However, reservoir locks in place. Reservoir tube o-ring ok.